Event description:
Olympus was informed that in the middle of a transurethral resection of the prostate (turp) procedure, the loop on the electrode separated on one side. There was no evidence that a fragment fell into the pt. The procedure was completed with a third electrode from the same lot number. There was no pt injury reported.

Manufacturer narrative:
The device has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.